Event description:
It has been reported that the bd bbl¿ mgit¿ mycobacteria growth indicator tube has been found experiencing 19 occurrences of label issues and leakage. The following has been provided by the initial reporter: label defects or no label and leakage.

Manufacturer narrative:
A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It has been reported that the bd bbl¿ mgit¿ mycobacteria growth indicator tube has been found experiencing 19 occurrences of label issues and leakage. The following has been provided by the initial reporter: label defects or no label and leakage.

Manufacturer narrative:
H.6 investigation summary: this memo is to summarize findings regarding the complaint related to catalog number 245122, tube bactec mgit 7ml, batch number 1133307 and complaint number (B)(4) for label and packaging issues. Material 245122 is manufactured by rehydrating the media components with usp purified water and thoroughly mixing until a homogeneous solution is obtained. The tubes are filled, capped, torqued and then labeled by machine per standard operating procedure (sop). The tubes are terminally autoclaved in an air over pressure (aop) autoclave, per manufacturing instructions, using a validated cycle. Post autoclaving, tubes are packaged into final shipping configurations. The batch history record review for batch 1133307 was satisfactory per internal procedures. Formulation, labeling, and packaging processes were within specifications. In process checks were performed during manufacturing at designated intervals per procedures. Qc inspection and testing were satisfactory at time of release. The complaint history was reviewed, and one other complaint has been taken on this batch for labeling, no other complaints for leaking have been taken on this batch. Retention samples from batch 1133307 (100 tubes) were available for inspection. No labeling defects were observed in 100/100 retention samples. All 100/100 retention samples had properly affixed labels and scannable barcode labels. No leaking was observed from 100/100 retention samples. Three photos were received to assist with the investigation: the first photo shows the label of a bd carton from batch 1133307. The second photo shows 10 tubes from batch 1133307. Eight tube labels appear to be wrinkled or flagging. The last photo shows five tubes from batch 1133307 inside of a plastic bag. Four tubes do not have a label. One tube the cap appears to be lifted/loosed from the tube, and the media fill is severely lower than expected. Also, the plastic bag appears to have spilled or leaked media. No returns were received to assist with the investigation. This complaint can be confirmed by the evidence provided in the photos for damaged, missing, and leaking. A trend has not been determined, therefore, no actions are planned at this time. Bd will continue to trend complaints for labeling, and packing. If there are further questions, please contact technical services.